Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: there was one call service 064 alarm observed in the pump's black box history. The pump powered on to a blank display screen. The investigation could not be completed for this complaint due to an unrelated malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.